Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: a nc emerge balloon nc was returned for analysis. A visual, tactile and microscopic examination was performed. A visual and tactile examination identified multiple kinks along the hypotube. An examination of the distal extrusion identified no damage. A microscopic examination of the inner/wire lumen identified no damage. The balloon was tightly folded. A microscopic examination of the tip identified no damages. The balloon inflated to its rbp (rated burst pressure) of 20 atmospheres with no leaks or loss of pressure. A vacuum was applied, and the balloon deflated with no issues. The balloon was inflated three more times to its rbp with no leaks noted.

Event description:
It was reported that the shaft separation occurred. Two 2.00 mm x 20.00 mm nc emerge balloon shafts were found broken upon opening the package. The balloons could not be advanced up to the coronary artery as intended due to shafts bend and broken close proximity to the balloon. The procedure completed successfully with another device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the shaft separation occurred. Two 2.00 mm x 20.00 mm nc emerge balloon shafts were found broken upon opening the package. The balloons could not be advanced up to the coronary artery as intended due to shafts bend and broken close proximity to the balloon. The procedure completed successfully with another device. There were no patient complications reported.